Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving gablofen 2000 mcg for a total dose of 805 mcg/day via an implantable pump. It was reported they were not able to refill or interrogate the pump. It was suspected and confirmed that the pump had flipped. There was no known factors that may have led or contributed to the issue. Diagnostics/troubleshooting included having an x-ray. Acti ons/interventions included surgical intervention where a pocket revision occurred for the flipped pump and the pump was placed back in. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's medical history was asked, but unknown. The event date was asked, but unknown. No further complications were reported.